Manufacturer narrative:
(B)(4). The patient stated they did not have an alarm, therefore, a sample is not available for investigation. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting air in the patient line while a low drain volume alarmed during the initial drain on a home choice (hc). The cg stated, there was air in the patient line during troubleshooting with the technical service representative (tsr). The tsr advised the cg to start over with new supplies. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2011 regarding the low drain volume alarm with air in the patient line. Per the hp, he did not have any problems with the cycler. The hp also checked with the caregiver (cg) and she also stated they had not had any problems. The hp stated, he was doing fine with therapy on the cycler. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. The problem was confirmed and the cause was air in patient line. This issue is being investigated through CAPA.